Event description:
As reported by the (B)(6) study 3 days after carotid artery stenting was performed in the right internal carotid artery with a 7x30mm precise stent, the patient developed sudden onset of behavioral change and dysarthria that were diagnosed as a stroke (intracerebral/subarachnoid hemorrhage). The patient expired on the same day. The patient was asymptomatic at study inclusion. Baseline nih and rankin scores were 0, respectively. Carotid artery stenting was performed on a 95% occluded lesion in the proximal right internal carotid artery of 15mm in length in a 4.0mm vessel diameter with mild vessel tortuosity. The arch ii lesion was eccentric and mildly calcified. A 5mm medium support angioguard embolic protection device was successfully deployed past the lesion and pre-dilation was performed. Then a 7x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. The angioguard was successfully removed and debris was found in the basket. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. The patient was discharged on the following day with the baseline rankin and nih scores unchanged. Four days later, the admitting symptoms were altered level of consciousness and bradycardia. Patient was not feeling well and subsequently fell at home. Patient was unable to speak but did seem to understand some basic commands. The emts were called and patient was taken to hospital. While en route to the hospital patient became bradycardic, was given atropine, and then became completely unresponsive. Patient was diagnosed with a large right-sided intracranial hemorrhage with a ventricular bleed and midline shift. CT was done to diagnose hemorrhage. No treatment given for hemorrhage. Patient was placed on respirator, but later removed per family. The cause of death per the death certificate was acute cerebral aneurysm hemorrhage.

Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the (B)(4) study 3 days after carotid artery stenting was performed in the right internal carotid artery with a 7x30mm precise stent, a (B)(6) male patient developed sudden onset of behavioral change and dysarthria that were diagnosed as a stroke (intracerebral/subarachnoid hemorrhage). The patient expired on the same day. The cause of death per the death certificate was acute cerebral aneurysm hemorrhage. Medical history included hyperlipidemia, history of smoking (>5packs of cigarettes) and hypertension. The patient was asymptomatic at study inclusion. Baseline nih and rankin scores were 0, respectively. Carotid artery stenting was performed on a 95% occluded lesion in the proximal right internal carotid artery of 15mm in length in a 4.0mm vessel diameter with mild vessel tortuosity. The arch ii lesion was eccentric and mildly calcified. A 5mm medium support angioguard embolic protection device was successfully deployed past the lesion and pre-dilation was performed. Then a 7x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. The angioguard was successfully removed and debris was found in the basket. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. The patient was discharged on the following day with the baseline rankin and nih scores unchanged. Four days later, the admitting symptoms were altered level of consciousness and bradycardia. Patient was not feeling well and subsequently fell at home. Patient was unable to speak but did seem to understand some basic commands. The emts were called and patient was taken to hospital. While en route to the hospital patient became bradycardic, was given atropine, and then became completely unresponsive. Patient was diagnosed with a large right-sided intracranial hemorrhage with a ventricular bleed and midline shift. CT was done to diagnose hemorrhage. No treatment given for hemorrhage. Patient was placed on respirator, but later removed per family. The device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Hemorrhagic conversion of stroke after revascularization is a known occurrence in the setting of an infarcted brain. Because of the loss of normal autoregulation in the vessels supplying the infarcted tissues with the inability to retain blood inside of the arteries, the risk of hemorrhage will occur with return of normal blood flow. The use of tpa also puts the patient at a higher risk for experience a hemorrhagic stroke. Although no conclusion can be made regarding the relationship of the precise stent and the reported event, there is no indication that the device did not perform as intended or that it is related to the device design or manufacturing process. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. Intracerebral hemorrhage occurs when a diseased blood vessel within the brain bursts, allowing blood to leak inside the brain. The sudden increase in pressure within the brain can cause damage to the brain cells surrounding the blood. If the amount of blood increases rapidly, the sudden buildup in pressure can lead to unconsciousness or death. Intracerebral hemorrhage usually occurs in selected parts of the brain, including the basal ganglia, cerebellum, brainstem, or cortex. The most common cause of intracerebral hemorrhage is high blood pressure (hypertension). After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. Anticoagulation is a known risk factor for brain hemorrhage in patients with pre-existing disease. Less common causes of intracerebral hemorrhage include trauma, infections, tumors, blood clotting deficiencies, and abnormalities in blood vessels (such as arteriovenous malformations). Typically, intracerebral hemorrhage develops on the third to fifth post procedure day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.